Manufacturer narrative:
A review of the device history records/c of a for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient diagnosed with stenosis and degenerative disc disease underwent a posterolateral fusion at l3-4, bilateral laminectomy with partial facetectomies and foraminotomies l3-l4, nonsegmental instrumented fusion l3-4, with bmp. Patient claims unspecified injuries post-op. No additional information was reported.